Event description:
The customer reported that the system's mouse or control would not work correctly and the database was not accessible. The system would not boot up automatically which may be a cmos battery issue. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. Technical support was provided to the customer to perform a database directory review followed by the database recovery. A cmos battery replacement is needed to resolve the lack of automatic boot up process. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.